Event description:
In early 2009, the patient reported an elevated blood glucose reading of around 250 mg/dl with his recommended range being 100-150 mg/dl. He had no symptoms and corrected his reading by changing his insulin infusion set and bolusing through his infusion device. The patient stated he had difficulty in inserting the infusion headset yesterday and woke up with the elevated reading this morning. He said he received an occlusion message on his infusion device when he tried to bolus. A courtesy infusion set insertion device and replacement infusion sets were sent to the patient. On follow up with the patient five days later, he stated his blood glucose is back to his normal range. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.